Manufacturer narrative:
Siemens filed the initial MDR on 29-nov-2018. Additional information received (19-dec-2018): siemens further investigated the issue. The instrument data was reviewed and there was no evidence of product non-conformance. Siemens reviewed the aspiration profile of the dilution and the aspiration out of the cardiac troponin-I (ctni) sample diluent vial. The profiles for both vials were atypical. The customer did not return the sample diluent vial for further investigation. The aliquot probe or a sample diluent vial issue potentially caused the discordant ctni result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were not in range for level 1 qc. A siemens customer service engineer (cse) was dispatched to the customer site. Service methods tests indicated issues with sample probe 1 (cs1aln) and reagent probe 2 (cr2aln) alignments. The cse removed the (cs1) sample 1 arm and serviced the sample mixer and probes and adjusted the bottom of cuvette (bocc) to 0.00 recovery. The cse ran alignments and mix testing on sample probes 1 and 2 and reagent probe 2 mixers with good results. The cse noticed the ctni diluent vial had not been removed as of (B)(6) 2018. The cse requested the customer to send the vial of diluent to siemens for examination. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on a dimension vista 1500 instrument. The discordant result of 83.6 ng/ml was reported to the physician(s) who questioned the result. The sample was auto-diluted and repeated on the same instrument. The repeat result of 92.3 ng/ml was also discordant. The sample was repeated in duplicate on an alternate instrument, resulting lower. The first repeat result of 43.6 ng/ml from the alternate instrument was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.